Event description:
It was reported the pt experienced loss of stimulation due to her scs lead auto reducing. It was also reported lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was unable to completely resolve the issue with reprogramming as she was unable to obtain low back stimulation (pain pattern= low back/bilateral hips and legs). X-rays are to be taken and the pt is to try the new programs. Additionally, surgical intervention will be taken if the pt is not satisfied with the new programs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.